Event description:
At 2300 on 07/01, 500 normal saline with 25,000 units heparin was added intra-venous piggy back to infuse via pump at 14 cc/hr. At 0315 the following day, it was discovered the entire 500cc had infused. The pump, as it was upon discovery, was sent for an independent evaluation. A written report detailing the study's findings has not yet been received by this facility. Recent verbal feedback indicated the pump was appropriatelty programmed loaded and functional. No conclusion as to the cause of the over infusion has been determined.